Event description:
Bodyguard 323 tubing (ref# (B)(4), lot # 11995, exp: 04/01/2022) would not fit in pump. The segment that fits in the pump and the blue ring are reversed which would force the set to be backwards not infuse.